Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. The nurse practitioner was informed of the death by reading the obituary in the newspaper. It was reported that the physician's office has not been informed of the patient's death; therefore, no additional relevant information was provided. The obituary indicated that the patient died unexpectedly from epilepsy. No additional relevant information has been obtained to date.

Event description:
Further follow-up with the funeral home revealed that the patient was buried with the device implanted; therefore, no product analysis can be performed.

Event description:
The patient's death certificate was obtained which listed the cause of death as drowning secondary to seizure disorder related to subtherapeutic level of anticonvulsant. An autopsy was performed. The manner of death was listed as accident. The patient suffered a seizure in the bathtub resulting in submersion.